Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 18206 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used (no application performed). The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. The mapping catheter was unable to be inserted into the balloon catheter. Dissection and further inspection identified the inner diameter of the guidewire luer measured out of specification. Using calibrated pin gages, the push-button luer inner diameter measured 0.037 inches (not within the specification of greater than or equal to 0.045 inches). Visual inspection under microscope revealed the luer opening was partially blocked with adhesive. The excessive adhesive in the guidewire luer was identified as the cause for insertion difficulties. In conclusion, the reported broken luer issue was not confirmed through analysis but the compatibility issue was confirmed. The balloon catheter failed the returned product inspection due to excessive adhesive observed at the guide wire luer and push button fitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cryo ablation procedure, the mapping catheter could not be advanced through the balloon catheter due to a broken luer on the balloon catheter. The balloon catheter was replaced which resolved the issue. There was no patient involvement.